Event description:
It was reported that while in the cardiac cath lab, the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. The interventional cardiologist could not insert the intra-aortic balloon (iab) through the saf sheath. As a result, the iab and saf sheath were removed. The md replaced the sheath in the arrow kit with another polyurethane sheath and the same iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed / interrupted, however, there was no time frame recorded. There were no reported patient complications. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.